Event description:
The customer reported that a piece of the active waveguide disengaged and fell inside the patient during a gyn procedure. The piece was retrieved from the patient and there was no injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.